Manufacturer narrative:
(B)(4). This report for a system error (B)(4) (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be use error, and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly on (B)(6) 2011, the homechoice machine received a system error 2240 alarm during initial drain. The patient was not connected to the machine. The patient had disconnected himself prior to the alarm and did not reconnect. Technical service representative (tsr) explained the alarm to the patient. The tsr had the patient use manual bags. There was no patient injury or medical intervention reported. No further information is available.